Event description:
It was reported that the patient presented for follow up complaining of feeling tired. Upon device interrogation, the left ventricular lead exhibited loss of capture in all vectors. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patients condition was stable before and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.